Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and an irrigation issue during ablation. It was reported by the caller that there was an irrigation issue with the qdot catheter. When ablation was activated, the carto 3 system heat map was completely red. The catheter was removed and flushed, but the catheter would not flush. The physician tried to unclog the irrigation holes but was unsuccessful. The caller noted that the catheter did flush properly before insertion into the body. The caller stated that the patient has a history of deep vein thrombosis (dvt), and the physician stated that the patient may have had a clot that clogged the irrigation ports of the distal tip of the catheter. The catheter was replaced, and the issue resolved. The procedure was continued and completed. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found occluded by reddish material at the tip area. The temperature and impedance test was performed however, due to the irrigation issue observed, the test was failed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation, clot and temperature issues reported by the customer were confirmed. The potential cause of the occlusion could be related to the procedure, however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and an irrigation issue during ablation. It was reported by the caller that there was an irrigation issue with the qdot catheter. When ablation was activated, the carto 3 system heat map was completely red. The catheter was removed and flushed, but the catheter would not flush. The physician tried to unclog the irrigation holes but was unsuccessful. The caller noted that the catheter did flush properly before insertion into the body. The caller stated that the patient has a history of deep vein thrombosis (dvt), and the physician stated that the patient may have had a clot that clogged the irrigation ports of the distal tip of the catheter. The catheter was replaced, and the issue resolved. The procedure was continued and completed. There was no patient consequence. Additional information was received indicating the catheter is the suspected device with the irrigation issue. There was no error shown on the monitor. Irrigation was flowing from the tubing to the catheter. Irrigation was not flowing out of the distal end of the catheter to the body. We discovered the issue by seeing all red on the catheter tip heat map. They tried flushing through tubing and the catheter. We were able to flush through tubing but not through the catheter. The physician tried to remove the clot from the catheter but was unsuccessful after multiple attempts. Replacing the catheter solved the issue. The correct catheter settings were selected on the generator. The physician made the claim and stated the word "clot" throughout the procedure. A clot was not visibly seen. It is mainly speculation from the physician, but there was clearly something blocking the irrigation ports after the catheter was inserted into the body. There was no obstruction to the irrigation ports before the catheter was inserted into the body. They successfully flushed the catheter before initial insertion, but we were not able to flush the catheter after removing it from the body. The patient was anticoagulated during the procedure and activated clotting time (act) was routinely checked. Caller could not confirm if the patient was properly anticoagulated before the procedure, but could confirm that the patient had a history of deep vein thrombosis. No specific act numbers were available, but the circulation nurse did heparinize the patient throughout the ablation.